Manufacturer narrative:
Investigation: one sealed 32g x 4mm pen needle polybag and five photos were returned from lot. No. 8122799, cat. No. 320136. Visual examination of the returned sample and photos was carried out and one 32g x 6mm pen needle sample from lot. No. 8128658, cat. No. 320738 was observed in the polybag of lot. No. 8122799. A lot history review was carried out and no related non conformance's were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. The product mix part was found within a correct count polybag of lot. No. 8122799. A review of the complaint details with packaging engineering was carried out to identify the most likely cause of the product mix. Based on review of the lot manufacturing timeline the product mix part was from the lot packaged directly prior to lot. No. 8122799. The mix of one pen needle most likely occurred due to a part remaining in the packaging line following completion of lot. No. 8128658.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced a mix of product types in a pack. The following information was provided by the initial reporter: the different spec of pen needle was in the box of 32g4mm.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700 case jp experienced a mix of product types in a pack. The following information was provided by the initial reporter: the different spec of pen needle was in the box of 32g4mm.